Event description:
On (B)(6) 2012, this patient was being treated for an abdominal aortic aneurysm with a gore excluder aaa endoprosthesis featuring c3 delivery system. The device was reportedly advanced and deployed with no issue. When lateral angiography was performed to confirm cannulation, it was reported the proximal olive had detached and was floating in the proximal part of the trunk. The olive tip reportedly became partially dislodged in the left renal artery. The physician was able to dislodge the tip and pull it into the trunk, where it was snared and removed from the patient. The procedure concluded with no further issue and the patient tolerated the procedure. It was reported that there was nothing about the patient's anatomy to contribute to the event.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.